Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got insulin flow blocked alarm on their insulin pump after multiple infusion set and reservoir changes. Customer states that the blood glucose was over 200 mg/dl. Customer mentioned that the metal battery contact piece falls out, plastic edge where the reservoir was inserted has also fallen off. Insulin pump will not be return for analysis.